Event description:
A nurse reported that hypermetropic patients, over forty years in age, were hyper corrected after refractive surgery. Further info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).